Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of fifteen skin staplers opened by the account. The visual inspection of the devices noted the instruments were partially applied. Eleven instruments were jammed. The tab at the proximal end of two instruments was broken. The observed broken tabs were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. However, it is noted that the instructions for use do not establish guidelines to remove the unit from the package. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. Replication of the jammed instruments may occur if the handle is not completely compressed during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the skin stapler was unable to deploy staples as they were stuck in the staple groove.